Event description:
Per the clinic, the patient experienced magnet dislogement during an MRI (strength not reported). Surgery to reposition the magnet has been completed on (B)(6), 2013. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.